Event description:
It was reported that fourteen months after implant the patient developed endocarditis with vegetation. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had presented to the emergency room (ER) with complaints of weakness and malaise. Determined to be endocarditis initially believed to be related to the ICD system. Cultures of the pocket as well as all lead tips showed no growth. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d314trg ICD, (B)(6) 2013, 439688 lead, (B)(6) 2013. (B)(4).